Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor shared that the potential root cause could have been devitalization of the tooth associated with a pre-existing deep restoration. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. The exact date of the event is unknown. Despite reasonable efforts, no conclusive information was available to determine when the event occurred. The date (b3) provided corresponds to the date the event was reported to the manufacturer and does not necessarily reflect the actual date of occurrence.

Event description:
The treating doctor reported that the patient had the symptom of tooth extraction of ul4 due to devitalization. No additional information is available at this time. Attempts to obtain additional information about the event were unsuccessful.